Event description:
Customer had ears pierced in a retail store with the inverness ear piercing system. 80 days later, the customer sought medical treatment for infections in both ear lobes. The customer was treated with antibiotics.